Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, displacement test, and the dat test at 0.0869 inches. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed pump error 25 and power loss alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, fading end cap address label, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped working. The customer's blood glucose was 10 mmol/l. The customer's blood glucose was 26 mmol/l at night. The product was returned for analysis.